Event description:
The customer reported that their pump screen was dark and would not turn on. Due to this issue, the customer's blood glucose level exceeded 500 mg/dl, but a specific value was not given, with the display showing "high." The customer took corrective action by administering a correction injection via mdi and did not require third-party assistance. Tandem technical support instructed the customer through various troubleshooting steps, but the pump screen remained unresponsive. Consequently, the decision was made to replace the pump with one that has updated software. The customer was advised on backup insulin therapy via mdi and acknowledged instructions regarding the replacement pump and return of the faulty device.